Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte non-pvc had a safety mechanism failure. This occurred on 3 occasions. The following information was provided by the initial reporter: a number of nurses in the department recently reported that it was difficult to withdraw the needle tip protection device in this batch of cases, with blunt needle and low puncture success rate. The department has been using pegasus for many years. This batch is considered defective.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on. H6: investigation summary: a device history review was conducted for lot number 0063009. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample was reviewed by our team of quality engineers, and found to be free of any observable damage or defect. Functional testing was also performed on returned device, the test results show that the device performed within product specifications. Based on the results of our observations and tests, our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte non-pvc had a safety mechanism failure. This occurred on 3 occasions. The following information was provided by the initial reporter: a number of nurses in the department recently reported that it was difficult to withdraw the needle tip protection device in this batch of cases, with blunt needle and low puncture success rate. The department has been using pegasus for many years. This batch is considered defective.